Manufacturer narrative:
Diasorin molecular llc received a complaint alleging 4 false negative results with the simplexa covid-19 direct assay. When reviewing the customer-provided data from both the simplexa assay and competitor abbot assay, several causes were observed. The original allegation of 4 false negative results was inaccurate. 2 of the 4 samples (B)(6) were interpreted as negative on both the simplexa and abbott assays. The third sample (B)(6) was only tested on the simplexa assay, with a negative result, and not repeated on the abbott assay. The sample that was actually run on the abbott assay was sample (B)(6) and resulted positive. Sample (B)(6) was tested on the simplexa assay and also resulted positive, matching the abbott assay. The fourth sample (B)(6) that originally was negative on the simplexa assay and positive on the abbott assay, was repeated on the simplexa assay and resulted as positive. The customer did admit they were having both sample collection and handling issues in their laboratory. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." No further actions were required as end-user error in interpretation occurred in 3 out of 4 samples, with the fourth sample matching the competitor assay upon repeat.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results after 4 patient samples tested on the simplexa covd-19 direct assay resulted negative, but positive when run on a competitor's assay (abbott). The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the abbot assay and no alleged harm occurred. Patient information and patient sample collection method was not provided.